Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Insufficient information is available for event verification; therefore, no da vinci system or instrument logs are available for review. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, an unspecified bipolar instrument inadvertently delivered energy while monopolar energy was being activated. Details regarding how the issue was resolved or whether it led to any injury remain unknown. Additionally, the following information is unknown: the event date, what surgical task was being performed when the reported event occurred, what specific instruments were involved, and the procedure outcome. No further information was provided.